Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the problem by changing the cartridge. Ultimately, the customer reverted to an alternate method insulin therapy.